Event description:
The customer reported that both monitors were blanking out. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The representative determined that the system needed a new image processor board. The customer intends to repair the system. No further service information was provided.